Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, exhibited high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that a lead issue was suspected. The physician will continue to monitor the device and lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.